Manufacturer narrative:
(B)(4).

Event description:
The patient had painful stimulation since device was turned off for bunion surgery. It was occurring daily. There was no trauma/falls reported that could be related to this issue and no stimulation issue reported related to positional movement. There was no recent medical test or emi environmental exposure. Patient said therapy was great. She turned stimulation off by using the stimulation off key to have bunion surgery. She turned stimulation back on again, stimulation at the same level it was before being turned off and it was now painful. It was recommended to patient to try to decrease stimulation to see ifthis resolve the issue and she stated would do it after the call. Patient did not know if cautery was used during surgery and if so what type. Symptoms reported was pain in the rectal. This was a sudden change in therapy/symptoms. It was later reported that the patient reported frequency as a symptom since the device was turned off and turned back on. Event date was on (B)(6) 2015. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.